Event description:
It was reported that a company representative's sample device was being used in a case, and that when the surgeon went to cut one hole off the end of a plate one "fork" of the in-situ plate cutter broke off. The sales rep has cutter, which will be returned, but does not have tip that broke. There were no adverse consequences reported.

Manufacturer narrative:
The reported event could be confirmed. The visual examination showed that a part of the upper cutting edge has broken off. The fracture surfaces reveal a straight surface and sharp edges indicating a brittle fracture. Therefore the breakage can be tied to a single overload of the cutting edges. Based on the visual examination of the fracture and the additional information that the event happened while trying to cut a 1.5 mm thick plate (article # (B)(4)), the root cause can be tied to a user related mechanical overload, as the in-situ plate cutter is made for titan plates of up to 0.6 mm only. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported that a company representative's sample device was being used in a case, and that when the surgeon went to cut one hole off the end of a plate one "fork" of the in-situ plate cutter broke off. The sales rep has cutter, which will be returned, but does not have tip that broke. There were no adverse consequences reported.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.